Event description:
It was reported that after predilatation was performed on the subclavian vein, the absolute pro stent was deployed in the lesion. On angiography, the stent appeared fully deployed at the distal end and fully deployed at the proximal end; however, the middle of the stent appeared to be elongated. There was no reported resistance during advancement or retraction of the stent delivery system from the patient, and no reported issues during deployment of the stent. The stent was postdilated with a balloon. No other treatment was performed. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use (off label use). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the absolute pro vascular was used in the subclavian vein. It should be noted the instructions for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery.